Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There was a non-conformance related drive transducer that did not calibrate. It was replaced and unit tested before it was released. The company service representative examined the pump and found shuttle transducer not stable and could not be set. Replaced front end board. Performed full calibration, functional testing and safety checks to factory specifications. It was returned to the customer. The front end board is being sent to the manufacturing facility in mahwah, nj for evaluation. A supplemental medwatch report will be submitted once the part evaluation is completed. (B)(4).

Event description:
Customer reports unit would not pump. Unit was replaced with another during prior to use. No injury reported.